Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio replaced the customer's batteries due to age. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that after delivering defibrillation energy to a patient, their device froze. The customer cycled power and the device functioned normally again. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.